Manufacturer narrative:
The device was returned for evaluation and a leaking cable, which needs replacement was confirmed. Based on the results of the investigation, the most probable root cause was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record (DHR) review revealed no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited leaking cable. There was no patient involvement.